Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one lidstock and multiple components from a cvc kit. The arrow raulerson syringe (ars) and the introducer needle will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the introducer needle. Visual analysis of the ars or the introducer needle did not reveal any defects or anomalies. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and successfully snapped back into a position = 1cc from the starting position. Therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The syringe was able to successfully draw and aspirate water with and without a lab introducer needle attached. No issues were identified. A device history review was performed and a potentially relevant finding was identified. A non-conformance was previously initiated for lot 71c16l1129 in response to a confirmed customer complaint for an ars leak. Although the reported defects are similar, identical functional testing was performed in both complaint investigations and yielded different results. Therefore, the current complaint root cause cannot be attributed to the issues identified previously. The complaint that the ars was defective could not be confirmed through visual or functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was previously initiated for this ars lot in response to a confirmed customer complaint for an ars leak. Although the customer reported defects are similar, identical functional testing was performed in both complaint investigations and yielded different results. Based on the sample received and the functional testing performed, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified to address the issue regarding an ars leak in use; however, it cannot be determined if it contributed to the probable cause as the reported issue could not be confirmed without the device returned for evaluation (a non-conformance was initiated to further investigate the relevant finding issue). Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports the ars (syringe) leaked during use.